Event description:
It was reported that the patient experienced pyrexia of 40 degrees centigrade. No changes in the patient's mental status or worsening of spasticity were observed. It was determined that the fever was not related to withdrawal of gabalon being delivered by the pump. No clinical signs of infection were evidenced. The cerebrospinal fluid was examined and no abnormalities were noted. The patient was subsequently diagnosed with pneumonia. The hcp reported that it was unknown if the fever was device related. The patient was recovering at the time of this report.